Event description:
Patient ID: (B)(6). This is filed for clip failing final arm angle testing. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. The clip delivery system (cds) was prepared for use and no issues were noted. The clip was able to grasp the leaflets; however, the clip failed during establishing final arm angle (efaa) testing. The cds was removed without difficulty and a second cds was used without issue. The mr was reduced to grade 2+. Post procedure, the patient experienced non-serious chest pain. No treatment was provided and echocardiogram noted that the implanted clip was stable. The chest pain resolved the following day. No additional information was provided.

Manufacturer narrative:
The device was not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history identified no similar incident reported from this lot. Based on information reviewed, a cause for the reported unintended movement - clip open-efaa in this incident could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.